Event description:
Caller reports the advantage meter produced a result of hi with no blood applied to the test strip. No adverse event reported. No action taken based on device result. Requested return of suspect device and replacement was sent.